Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. Review of the device history records for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician in training in the use of the starclose se device achieved hemostasis of the common femoral artery (cfa) after a coronary saphenous veigh graft procedure. The cfa was described as being 5mm in diameter and containing a little scar tissue. Reportedly, although the clip was successfully deployed, the clip could be seen in the tissue tract. The patient was described as thin and had a shallow tissue tract. There was no diminished pulse and no hematoma development. A stitch was placed to close the skin around any exposed clip and the patient was given a gram of antibiotics. There was no reported adverse patient sequela. Though requested, no additional information was provided.